Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
It was observed during an external audit at getinge brazil, that servicing practices at getinge brazil are not in compliance to applicable requirements due to identified gaps in quality management system. Specifically, unanticipated repair activities were not submitted as complaints and assessed for reporting as required per regulations and as a result this report was not submitted in a timely manner. Getinge brazil has approved a comprehensive remediation plan and all unanticipated repair activities will be submitted as complaints. Getinge became aware of an issue with the one of our surgical light ¿ volista access. As it was stated, the light had s missing brake screw. There was no injury reported however we decided to report the issue based on the potential for injury as any parts falling off into sterile field or during procedure may cause a contamination. During investigation, it was found that device was not according to the manufacturer¿s specification as the brake was missing on the device. In the time when the event occurred, the device was not being used for patient treatment and it contributed to the event. When reviewing similar reportable events for the same device type, we have been able to confirm that the investigated issue has never led to serious injury or worse, to our knowledge. Unfortunately, the subject matter experts with the manufacturer did not receive enough information to conduct the technical investigation. It is not possible to determine the root cause nor to provide the most probable root causes. In case of new relevant information, the case will be reconsidered. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Manufacturer narrative:
The issue is being investigated by manufacturing site. Device not returned to manufacturer.

Event description:
On 23th of january 2020 getinge became aware of an issue with the one of our surgical light ¿ volista access. As it was stated, the light had missing brake screw. There was no injury reported however we decided to report the issue based on the potential as any parts falling off into sterile field or during procedure may cause a contamination.